Manufacturer narrative:
The device was received with constant motor error alarm during rewind due to motor encoder out of phase. The displacement test was unable to be performed due to motor error alarm. The device was also received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked belt clip slot.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 165 mg/dl. The customer states they put the pump on after getting an MRI done. The device was reported to not have been exposed to high magnetic field. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.